Event description:
Reporter alleged the customer obtained the results of 290 mg/dl and 100 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that the customer was feeling hypoglycemic symptoms and self- treated with juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to boston scientific corporation that an ultraflex covered esophageal stent was used during a procedure on (B)(6), 2010. According to the complainant, while attempting to deploy the stent, the deployment suture broke; the stent was partially deployed. There was no reported resistance when pulling on the suture, and the suture was not caught on anything. There was no bowing of the delivery system. The physician was able to remove the device with a biopsy grip and use another ultraflex covered esophageal stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.